Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white encapsulation and opening extended on radius. Weight measurement identified device weight was underweight. A visual and microscopic analysis was performed which identified: creases fold, striated opening on radius and sharp opening on radius due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identified the thickness within specification based on the device analysis, the final assessment is a sharp opening on radius due to a surgical impact opening and a striated opening on radius due to surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Healthcare professional reported left side "leakage", "pain", and "hardness". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "leakage", "pain", and "hardness". Device remains implanted.